Event description:
It was reported that during an ultra low anterior resection, the articulation joint was not working four times. After firing, the staple line was oozing. He said that it took three times more power to close the trigger. Eventually, he had to suture and reinforce distal line manually. Op time was delayed up to two hours.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.